Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the tampon retrieval string broke during use, thereby requiring manual removal of the pledget. No adverse health effects have been reported.